Manufacturer narrative:
A direct correlation between the device and the patient¿s outcome could not be determined. The device was not returned for evaluation. The instructions for use lists stroke, bleeding and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information from hospital personnel received on 05/17/2016 indicated that an autopsy was not performed and the system controller log files were not downloaded.

Manufacturer narrative:
Patient age not provided. (B)(4). Approximate age of device ¿ 77 days. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 at approximately 3:30am, the patient woke up and rolled out of bed to use the bathroom and immediately fell to the floor. The patient had left sided weakness and was unable to use the left arm or leg, and a severe facial droop along with severe slurred speech. The patient did not lose consciousness at any time. The patient was taken to a local hospital were CT-angiography of the head and neck was negative for an acute hemorrhage. Upon exam, the patient was found to have left sided weakness along with dysarthria, brisk reflexes on the left and a rightward gaze preference. The CT results showed loss of grey - white matter differentiation suggestive of an acute middle cerebral artery infarct on the right side. There was no acute hemorrhage or shift of the midline structures. At the time of admission, the patient had an inr of 2.3 (goal between 2-3), a serum hemoglobin of 69.9 g/dl and a lactate dehydrogenase (ldh) level of 929 u/l. Anticoagulants at the time of the event included aspirin, persantine and trental that were discontinued on (B)(6) 2016. On (B)(6) 2016, it was reported that while on a general care nursing unit, the patient fell back and hit the back of their head on the ground. The nurse stated that the patient was conscious but stared for about 30 seconds and remained non-verbal/non-responsive, then returned to baseline after a couple of minutes. Blood was noted coming from the patient¿s right ear. The patient¿s anticoagulation was reversed with vitamin k and fresh frozen plasma. The patient continued to have a high serum hemoglobin of 109.1 mg/dl and an ldh of 665 u/l. A CT scan revealed the patient experienced an extensive bi-frontal subarachnoid hemorrhage and a temporal skull fracture. On (B)(6) 2016, a repeat CT scan showed interval development of multifocal hemorrhagic contusive changes with large parenchymal hematomas involving the bilateral frontal and temporal lobes. Other findings included more abundant subarachnoid hemorrhages and a small amount of intraventricular hemorrhage. The overall results showed a worsening degree of cerebral edema resulting in effacement of the frontal horns. The patient was intubated for agitation and airway protection. On (B)(6) 2016, another CT showed an ischemic stroke in the right frontal area in addition to multiple areas of hemorrhage in the bilateral frontal and parietals regions. A CT scan on (B)(6) 2016 showed no significant changes with ongoing maturation of the infarction, and a CT scan on (B)(6) 2016 demonstrated ischemic changes and maturation of the intracerebral hemorrhage. On (B)(6) 2016, the patient was discharged in stable condition to a rehabilitation facility. A description of the patient¿s symptoms at that time was not provided. On (B)(6) 2016, the patient presented at an outside hospital after falling the night before. A CT scan showed no significant changes and the patient reported feeling well and was therefore discharged home. The patient then returned to the outside hospital¿s emergency department and required intubation. Repeat CT scans found multiple parenchymal and extra-axial hemorrhagic collections, including a massive right temporal subarachnoid and ventricular system bleed. The patient was transferred to the implanting center the same day. Upon arrival, the patient¿s skin was mottled and body was cool. The lvad was assessed and was functioning properly; however, the patient¿s pump parameters reported a very poor pulsatility index indicating depressed heart function. The patient¿s heart rate was 40 bpm and there was no appreciable doppler blood pressure. With the patient¿s condition at the time and the extensive nature of the intracranial bleeding, the clinical team felt this to be an unrecoverable event. The patient¿s lvad was discontinued and the patient expired on (B)(6) 2016.